Event description:
It was reported the stimloc support clip popped out of the stimloc base while securing the lead. The lead had retracted slightly, but was moved back to the target under fluoroscopy guidance. The healthcare professional believed the stimloc base was placed more laterally on the patient¿s skull and the increased curvature led to a slight deformation of the base that may have resulted in decreased support clip strength. There were no patient symptoms or complications associated with this event and the patient status was alive with no injury.

Manufacturer narrative:
Product ID: 924256, lot# 082205614a, implanted: (B)(6) 2014, product type: accessory. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).